Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to performed as the lot number of the devise involved in the event is unknown. Root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical devices: item# unknown / unknown head / lot # unknown; item# unknown / unknown cup lot # unknown; item# unknown / unknown liner lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -02510.

Event description:
It was reported patient has been indicated for hip revision for unknown reasons; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.